Manufacturer narrative:
Summary of the investigation: with the available information, boston scientific cannot confirm the root cause of the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: with all the available information, boston scientific is unable to conclude the root cause of the incident. This lead has not been returned; therefore, a technical analysis cannot be conducted. Without a returned lead, it is not possible to definitively confirm how the lead may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Device risk review: a risk review was completed and confirmed that the event of difficult to remove was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this lead was not returned. As such, physical analysis has not been conducted in our laboratory and our investigation is considered complete.

Event description:
It was reported that the sales representative presented to the hospital for a routine subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure and the surgery was delayed. The physician encountered the sales representative in the hallway and informed them of the patient's death following the extraction of the reliance right ventricular (rv) lead. Information has been requested for additional details regarding the event and the current location of the lead, but no further details were able to be provided.

Event description:
It was reported that the sales representative presented to the hospital for a routine subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure and the surgery was delayed. The physician encountered the sales representative in the hallway and informed them of the patient's death following the extraction of the reliance right ventricular (rv) lead. Information was requested for additional details regarding the event and the current location of the lead, but further details were unable to be provided.